Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
The contact called tandem technical support for assistance with changing the basal settings. Reportedly, the past 3 or 4 days, the customer experienced low blood glucose (bg) levels of 53 mg/dl. To treat the low bg level, the customer consumed yogurt. The customer's health care provider (hcp) recommended that a temporary rate be set from 5:00 am to 7:00 am instead of changing the personal profile settings; however, the contact that hcp would be consulted regarding changing the basal settings. Tandem technical support educated the customer on how to set up a temporary rate on the pump from 5 am to 7 am.